Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 478mg/dl at the time of incident. Customer declined to troubleshot for high blood glucose value. Customer also stated that insulin pump had possible keypad anomaly with buttons pressing without any input. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify suspend anomaly due to unresponsive button. No unexpected numbers ramping or scrolling during testing.